Event description:
Cystic fibrosis pt had port placed 1/5/93. Admitted 1/17/94 for headache and visual field loss. Port patent on admission but physical problems continued; port protruding from abdomen 3/4", slight redness around site. Chest x-rays ordered did not reveal a break in port but water soluble contrast done 1/24 revealed three small leaks. Pt taken to surgery 1/25/94 for explantation of port-a-cath and a new one was implanted. Site for both: l upper quadrant, l subclavian vein. This device problem was not reported by the nursing or medical staff to the risk manager. It was found out from the co qa staff when the mother of the pt sent co a letter 9/16/94 telling them about the problem and requesting reimbursement. No problems with the replacement port to date.